Manufacturer narrative:
This device was not returned to the manufacturer. (B)(4).

Event description:
The dentist reported this abutment screw fractured.

Manufacturer narrative:
The product did not return for evaluation, the fracture is non-verifiable. The device history record was reviewed and no non-conformity was found. A definitive root cause has not been determined.